Event description:
It was reported that the patient stated their "lower lead might have a malfunction". The patient also stated that during the last two follow-up visits, one of the "numbers" has decreased. No further information was available from the clinic and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.